Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. Additionally, the IFU states that federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals) who is trained in diagnostic and / or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. Although a trained physician was proctoring the procedure, based on the information provided, the status of training may have contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported event appears to be related to the status of training as the physician was not trained in the use of the proglide device. The reported patient effect of tissue damage is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Adverse event problem: device code 1506, 1562 were removed. Adverse event problem: patient code (B)(6) was removed.

Event description:
The following additional information was received: it was confirmed that there was only an issue with 1 proglide device, not 2 devices as initially reported. It was reported that blood flow was confirmed at the right common femoral artery and foot was deployed - when the device was retracted to get a tactile sensation, the device was pulled to aggressively using force causing the device to come out of the patient. The foot remained open and the artery wall was torn. There was no foot break and unusual feelini reported. A larger sheath was placed to attempt to stop the pulsatile bleeding and manual compression was applied for an hour; however it was unsuccessful. Patient was taken to the operating room to repair the artery with a patch, level of anesthesia was increased and the groin was closed via surgical suturing. Patient was in good condition. Physician is not trained. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, devices were deployed as usual; however, at the time of depressing the plunger it felt unusual. First device was attempted but due to unusual feel it was removed, a second device was attempted with same issue. A foot break was noted on both devices. The second device was removed and manual arterial compression was attempted to achieve hemostasis but unsuccessful. Hemostasis was finally achieved via cut down with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.